Manufacturer narrative:
H3: product ID 37761 serial# (B)(6) was returned for analysis and found the cable assembly was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jun-04 (B)(4): information was received from a patient regarding an external device.  The reason for call was caller stated that the recharger is not taking a charge from the desktop charger. Caller stated they have been trying to charge the implant and cant because the insr battery is not charged. Caller confirmed they were successfully charging ins and caller stated insr battery is only solid on the first quartile. Agent had caller stop charging ins. Agent asked caller to inspect desktop charger for damage; caller stated the connector pin is "maybe" bent but its hard to tell. Caller then inserted the desktop charger into the insr. Caller stated they see the plug icon and the insr battery icon is flashing on the first quartile. Agent offered to call patient back to see if the battery increased. Agent called back a few hours later and the insr battery had not changed. Agent sent email to repair to replace the desktop charger. Phone and hcp updated.